Event description:
During surgery, the surgeon placed the femoral trial to prepare the femur. When he prepared to drill the lug holes the drill bit locked in the drill hole. This could have caused a spiral fracture but no known physical harm was detected via post-op xrays. The surgeon was extremely upset. A back-up femoral trial, lug drill bit, chisel and ps attachment were available and used to complete the case. MFR ref # 3005180920-2014-00200.